Manufacturer narrative:
No report of patient involvement. The date of manufacture was not available at the time of filing. The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The sensor interface board was replaced by the biomedical engineer to correct the reported fault.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to mechanically ventilate in pressure mode. There was no report of patient involvement.